Event description:
Event description cpi received information that after fib-high was induced, the implantable cardioverter defibrillator (ICD) charged for 45 seconds but did not deliver a shock. The patient was externally rescued. Afterward pacing and shocking impedance measurements were found to be very low.